Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 180 to 220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting with test results of 79mg/dl. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 118 mg/dl and 121 mg/dl. The product is stored by customer properly. The test strip lot manufacturer's expiration date is 08/30/2016 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed (date / time not set): (B)(6). Adverse event not reported.